Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not passing the calibration for an error 1 (pre-warm bypass flow error). They found that the bypass screw had been turned all the way in and was not getting any bypass flow, they were able to set the bypass to 1.8 but it was failed for an error 80 (water check time out - unable to reach calibration temperature). Expected was 6 and actual was 36.2. Checked the chiller temperature and chiller temperature (t4) was 36.3c. They would troubleshoot for a bad chiller pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not passing the calibration for an error 1 (pre-warm bypass flow error). They found that the bypass screw had been turned all the way in and was not getting any bypass flow, they were able to set the bypass to 1.8 but it was failed for an error 80 (water check time out - unable to reach calibration temperature). Expected was 6 and actual was 36.2. Checked the chiller temperature and chiller temperature (t4) was 36.3c. They would troubleshoot for a bad chiller pump.